Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found the ventilator display was frozen and the ventilator had moisture damage. The fsr replaced the front panel assembly and performed the operational verification procedure. The device meets manufacturer's specifications.

Event description:
The customer reported that on start up of the ventilator, the touchscreen was frozen and the user was not able to make any changes to the settings. The ventilator was also alarming "xdcr fault" (transducer fault). There was no patient involvement associated with this issue.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the component. An evaluation of the component confirmed the reported issue and isolated the issue to fluid ingress.